Manufacturer narrative:
Suspect product was discarded.

Event description:
On 17feb2022, a patient (pt) in (B)(6) reported a diagnosis of conjunctivitis while wearing acuvue® oasys® for astigmatism brand contact lenses (cls) last year (2021). On 23feb2022, the pt provided additional information. The pt was first diagnosed with conjunctivitis (date not provided), then with keratitis ou around (B)(6) 2021. The pt did not wear cls while receiving treatment. The pt visited multiple eye care professional (ecp) clinics. The pt was prescribed loteprol for allergic conjunctivitis by the last ecp but could not recall the frequency or duration. The pt reported it ¿took about a month to get better¿ but was advised by the ecp to not resume cl wear until october. The pt had no additional information regarding the event. On 24feb2022, a call was placed to the pt¿s treating ecp for additional medical information. A representative advised the pt was initially diagnosed with keratoconjunctivitis (date of the event was not provided). On 03mar2022, a call was received from the pt¿s treating ecp and additional information was provided. The pt was seen on (B)(6) 2021 complaining of os burning sensation and ¿secretion¿. The pt had been using cylocorte prescribed by another clinic for 10 days with no improvement. The pt was diagnosed with keratoconjunctivitis and blepharitis. The ecp did not prescribe loteprol as reported by the pt. The pt was prescribed ¿a lot¿ of lubricating drops (name of drop not provided), maxiflox or oflox q4h until follow-up. The treatment was confirmed as standard care in the clinic. The pt did not return for follow-up and the ecp is not aware of the pt¿s outcome. The ecp advised cls wear was contraindicated at the time due to the diagnosis and advised the probable cause of the pt¿s diagnosis could be due to misuse and improper cleaning of cls. On 03mar2022, a call was received from the pt¿s ecp¿s assistant who advised the diagnosis was ¿bacterial in nature¿. Calls were placed to two additional treating pt ecps but no additional medical information was provided. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00n0gl was produced under normal conditions. The os suspect cls were discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.